Event description:
It was reported that the "hcp never implanted pump" in the pt's body. The pt "had a CT scan that shows pump is no longer implanted." The pt believes that the hcp "made up a surgery" and made a "false report" stating the pump was explanted. The pt "wants to know who has the pump." The pt also believes "hcp implanted pump in another pt and hcp billed for both pts." It was also reported that the hcp "paralyzed" pt's "left foot" because he made an "incision" near the pt's spine. At the time of the call the pt was in a nursing home. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4) paralyzed left foot.